Event description:
The tip of the clamp broke off while dr [redacted name] opened the clamp. Per [redacted name]: it is not limited to this lot#, as there have been multiple complaints regarding the equipment in these packs, which I added to the rl today. We have sequestered this clamp. Two issues in this particular pack are the kelly clamp and the scalpel: 1. We have found multiple kelly clamps with broken tips and/or bent in the pack. We have tried the premium version of the clamp and still found bent or broken pieces. This particular incident occurred during a port insertion, with an open pocket, which increases the risk of a retained foreign body. To avoid this, we routinely pull an instrument pack during our cases, increasing cost and a waste. 2. The pack also includes a non-safety scalpel, with greater risk to staff and providers. All our other packs have a safety scalpel.